Event description:
It was reported that approximately one year and two months after implantation, the lens was repositioned due to lens vaulting as reported by the implanting facility. The lens was explanted and exchanged by another surgeon not from the implanting facility. The date of the explant is unknown.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.